Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went down for about 2 minutes. The biomed stated he did not know what exactly happened. Nihon kohden technical support (tech support) asked him if they saw communication loss or if the cnss lost power. They said he did not know. He said that 3 departments were affected: ICU, ER, and cardiology. The biomed stated that everything was back up, except they had some remaining issues in ER. He said they had an issue with trying to admit new patients on the cns. He said he goes to admit, but on the admit screen he can only type 2 letters before it prevents him from typing further. He said that he has already rebooted the cns and the issue is still there. We were able to get one of the tiles to work by attaching a simulator to the bedside and admitting a test patient via the bedside. He was then able to discharge the patient from the cns. Then he was able to admit as well on the same tile. They stated that he will continue to troubleshoot and then call back in if he needs further assistance. No patient harm was reported. Investigation conclusion: the cns went down for about 2 minutes after which they are not able to perform admit function. The network was disrupted and this reset some of the settings due to a power outage. The root cause of the issue was determined to be due to a power outage experienced by the facility. Attempt #1 (B)(6)2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded but provided device information but they were not sure which devices were in use and no patient information. Attempt #2 (B)(6)2021 emailed customer via microsoft outlook for all items under the no information section. Email was sent to another person as directed and was told they do not have the device and patient information. Attempt #3 (B)(6)2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded but did not provide patient or additional device information. Additional device information: d10: concomitant medical device: the following device(s) were being used in conjunction with the cns, but model and serial number information was noted as no information (ni), as attempts to obtain information were made but information was not provided. Attempt #1 (B)(6)2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded but provided device information but they were not sure which devices were in use and no patient information. Attempt #2 (B)(6)/2021 emailed customer via microsoft outlook for all items under the no information section. Email was sent to another person as directed and was told they do not have the device and patient information. Attempt #3 (B)(6)2021 emailed customer via microsoft outlook for all items under the no information section. The customer responded but did not provide patient or additional device information. Bedside monitor(s) model: ni sn: ni telemetry transmitter(s) model: ni sn: ni

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down for about 2 minutes. The biomed stated he did not know what exactly happened. Nihon kohden technical support (tech support) asked him if they saw communication loss or if the cnss lost power. They said he did not know. He said that 3 departments were affected: ICU, ER, and cardiology. The biomed stated that everything was back up, except they had some remaining issues in ER. He said they had an issue with trying to admit new patients on the cns. He said he goes to admit, but on the admit screen he can only type 2 letters before it prevents him from typing further. He said that he has already rebooted the cns and the issue is still there. We were able to get one of the tiles to work by attaching a simulator to the bedside and admitting a test patient via the bedside. He was then able to discharge the patient from the cns. Then he was able to admit as well on the same tile. They stated that he will continue to troubleshoot and then call back in if he needs further assistance. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down for about 2 minutes. The biomed stated he did not know what exactly happened. Nihon kohden technical support (tech support) asked him if they saw communication loss or if the cnss lost power. They said he did not know. He said that 3 departments were affected: ICU, ER, and cardiology. The biomed stated that everything was back up, except they had some remaining issues in ER. He said they had an issue with trying to admit new patients on the cns. He said he goes to admit, but on the admit screen he can only type 2 letters before it prevents him from typing further. He said that he has already rebooted the cns and the issue is still there. We were able to get one of the tiles to work by attaching a simulator to the bedside and admitting a test patient via the bedside. He was then able to discharge the patient from the cns. Then he was able to admit as well on the same tile. They stated that he will continue to troubleshoot and then call back in if he needs further assistance. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down for about 2 minutes. The biomed stated he did not know what exactly happened. Nihon kohden technical support (tech support) asked him if they saw communication loss or if the cnss lost power. They said he did not know. He said that 3 departments were affected: ICU, ER, and cardiology. The biomed stated that everything was back up, except they had some remaining issues in ER. He said they had an issue with trying to admit new patients on the cns. He said he goes to admit, but on the admit screen he can only type 2 letters before it prevents him from typing further. He said that he has already rebooted the cns and the issue is still there. We were able to get one of the tiles to work by attaching a simulator to the bedside and admitting a test patient via the bedside. He was then able to discharge the patient from the cns. Then he was able to admit as well on the same tile. They stated that he will continue to troubleshoot and then call back in if he needs further assistance. No patient harm was reported.